Event description:
The hospital reported that during a coronary artery bypass procedure, the heart string iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. This is for the second of three medwatches, see MFR report number 2242352-2015-00210 and 2242352-2015-00212 for the first and third.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).